Event description:
It was reported that a physician, trained in the use of the proglide device, attempted arteriotomy closure of a non-calcified right common femoral artery after an interventional procedure. Reportedly, after retracting the plunger from the device, the physician attempted to park the foot (return the lever to its original position) and it was not retracted fully, causing trauma to the artery during removal of the device. A non-abbott device was used to achieve hemostasis. The report received does not indicate that any intervention was performed to treat the unspecified trauma. There was no adverse patient sequela. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The patient weight was described as (B)(6). Failure to follow steps/instructions the device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found the foot was properly parked inside the guide. During the investigation, the lever was activated and the foot deployed and parked without a problem. There was no abnormal observation with the condition of the returned device that could have contributed to the reported inability to return the lever to its original position/foot parking event. Based on the investigation findings, we were unable to determine the cause for this event. A review of the device history record did not reveal any relevant non-conforming material records associated to this lot. In addition, a query of the complaint database was performed and there were no other complaints within this lot reported for foot parking problem. To assure that all products perform according to specifications they are subject to inspection during manufacturing. In addition, a quality control audit inspection is performed to verify product quality. There does not appear to be any indication of a product quality deficiency.